Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure ligation to stop bleeding performed on (B)(6) 2025. During the procedure, it was noticed that the tensioning the tripwire and the wire was fractured. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter alternative phone number (B)(6). Block h6: imdrf device code a0401 captures the reportable event of tripwire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure ligation to stop bleeding performed on (B)(6) 2025. During the procedure, it was noticed that the tensioning the tripwire and the wire was fractured. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter alternative phone number (B)(4). Block h6: imdrf device code a0401 captures the reportable event of tripwire break. Block h11: the returned speedband superview super 7 was analyzed, and a media analysis of the attached photo was performed noted that the trip wire was broken, the slack was taken up and the handle had evidence that the loop was not secured to the post. Also, it was found that the handle spull was damaged. Additionally, the ligator housing returned without any visible damages. No other problems with the device were noted. The reported event of the trip wire break was confirmed. It was found that the instructions for use (IFU) of the device were not followed, as the trip wire was not secured to the post. His can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "Secure trip wire in slot on handle unit", however, it was found that the wire was not secured to the handle. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.